Event description:
Information received from the field notes that the non- pacemaker dependent patient presented for a routine follow-up. The device exhibited no bipolar ventricular capture at maximum output of 7.5 v.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received